Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins). A device diagnosis of lead migration/dislodgement and clinical diagnosis of loss of pain control was reported. Imaging (an x-ray) performed on (B)(6) 2017 revealed the lead migrated from t5 to t7. The lead was repositioned on (B)(6) 2017 and the event resolved without sequelae. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional of the clinical study clarified that the lead was repositioned on (B)(6) 2017.